Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem was found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were intact. The investigation found the device in good condition with no appearance of any physical damaged. The pump event history showed a check syringe plunger sensor error in history. The evaluation was performed, and the reported issue was duplicated, power up process. The flippers were touching the top of the ear clip when plunger assembly was pushed all the way in. The root cause of the reported issue was due to a possible design issue. The technician replaced the left plunger case. Performed preventive maintenance (pm) and all functional testing which passed.

Event description:
It was reported that a syringe plunger sensor error was observed. No patient injury was reported.